Manufacturer narrative:
The user-reported complaint was confirmed. The pump was found to have a damaged door hook. The pump was also found to fail the 30psi occlusion tests and have a dented keypad, both of which are unrelated to the user-reported complaint. The pump was repaired, recalibrated and tested to meet all specification on 02/01/017. Upon receiving this complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/ management, it was determined as MDR reportable on 02/17/2017.

Event description:
The customer reported that the pump had a bent door handle. No patient was involved in this case.